Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was displaying a long charge time from a previous follow-up. Two manual capacitor reformations were performed both of which showed a longer charge time. Cpi received additional information that the ICD had begun to beep as it had reached an eri battery status.